Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. Customer stated that they experienced a high blood glucose and the high blood glucose value was 300 mg/dl. Customer stated that the power error detected alarm recurred within a week. The customer decline troubleshooting for high blood glucose. The product will return for the analysis.